Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Event description:
It was reported that the patient has been unable to charge the ipg for 2 years. As such, the ipg is inoperable. In turn, surgical intervention may take place at a later date to address the issue.